Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill continued to run after the foot pedal was released. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.